Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : currently, the suspect device has not returned for evaluation.

Event description:
It was reported to vyaire medical that while vent was on patient it gave constant ex high pressure and circuit occlusion alarm causing the vent to not cycle. They removed vent from patient did est and it passed. They put vent back on the patient and the same alarms occurred. No patient harm.